Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure in 2018 and suture was used. During the procedure, the suture broke easily making a knot. There were no adverse patient consequences reported. No additional information was available.

Manufacturer narrative:
(B)(4). Date sent to FDA: 11/21/2018, investigation summary: a sealed box with thirty-six unopened samples and five unopened samples of product code w1610t, lot mbh094 were returned for analysis. An opened box with nineteen unopened samples of product code w1610t, lot mbj376 were returned for analysis. The issue sample was not received for evaluation. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area of the needles were as expected. The sutures were dispensed without problems and examined along of the strand and no defects were observed. The samples were measured by diameter and the suture met the requirements; also, a functional test was performed and the tensile force were above the minimum requirements. Per the condition of the representative samples, no performance diameter issue or breakage suture were found on the sutures and the tested samples met the finished goods requirements. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch mbh094 mfg date: 02/03/2018, exp date: 01/31/2023. Batch mbj376 mfg date: 02/17/2018, exp date: 01/31/2023. The device history records for the possible batch numbers were reviewed and the manufacturing criteria were met prior to the release of the lots.